Event description:
It was reported that during a da vinci si gynecological surgical procedure, the surgical staff allegedly found a broken frayed cable on the prograsp forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a broken frayed cable was confirmed. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional finding not reported by the site was scratches on the instrument's main tube. The distal end of the main tube had various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis; suggesting the damage might have been caused by instrument collisions or rough handling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.